Event description:
Pt underwent left total hip arthroplasty during 7/95 and was ddismissed to rehab unit. Pt presented one week later after sustaining an anterior dislocation of the hip. Closed reduction of this dislocation was attempted but was unsuccessful. Pt was admitted to the hosp for arthrotomy of the left hip, removal of screws from the acetabular component, rotation of the acetabular component most posteriorly and revision of the acetabular liner. Intraoperaively, a hematoma was found present in the joint, which was evacuated and cultures were obtained that were reported negative for bacterial growth. The hip was found to be disclocated anteriorly. The cup liner was found to be secure. Three fo the four screws were removed from the floor of the acetabulum and was moved into a more retroversion and horizontal position.